Event description:
It was reported that the kits have a regular flat tegaderm adhesive dressing instead of the sentrinex dressing. This poses a safety concern when the nurse is de-accessing a port and the safety cover retraction device for the needle is prohibited by the flat tegaderm adhesive dressing. A specific number of affected devices or patients was not provided by the complainant. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received on 5/1/2025: customer reported: "the flat tegaderm adheres to the needle protection mechanism preventing its movement and adheres too firmly for the tegaderm to be removed prior to removal of the needle from the port and patient, thus prohibiting the safety feature of the needle from functioning at all. No needle stick has occurred, yet." No patient harm has been reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of customer dissatisfaction with the included dressing was confirmed. One 20g x 0.75in powerloc max allpoints dressing kit and one photograph of the labeling were returned for evaluation. The main kit label listed a sentrinex 3d port dressing as being in the kit. However, an additional label had been added to the kit which stated, ¿this kit contains an adhesive dressing instead of a sentrinex dressing¿. The reported product was determined to be part of a planned temporary component deviation which replaced the sentrinex dressing within the kit with an adhesive dressing due to supplier issues. The described event appears to be related to the customer¿s preference regarding the port dressing type. No evidence was submitted which would suggest that the product did not perform as intended. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. This complaint will be recorded for future trending and monitoring purposes.